Event description:
Our affiliate is reporting to us that the pt had successful arthroscopic rotator cuff repair on (B) (6), 2010 with the use of a spiralok anchor for fixation. At a follow-up examination some time subsequent, the pt presented with pain in the subject shoulder. It was somehow determined that the anchor had either broken or pulled out of the bone hole. The pt underwent a re-vision surgery at the end of (B) (6) 2010. At this re-surgery, the surgeon removed the original fixation device and used another fixation device for remedy. At this point in time, this is all of the information that has been made available to mitek. Questions are out for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.